Event description:
It was reported that the right ventricular lead exhibited increased thresholds and impedance. An echocardiogram revealed that pericardial effusion had occurred. A lead perforation was also noted. The lead was explanted and replaced on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.